Event description:
It was reported that during surgery the handle cracked.

Manufacturer narrative:
The associated genesis ii quick connect handle was returned and evaluated. Our inspection of the product confirmed that the ball bearing has disassembled from the connect handle, causing the device to malfunction.  The broken piece is not returned. The device was manufactured in 2002 and it shows signs of significant wear/usage. A review of complaint history on the list part revealed no additional complaints for this failure mode. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.